Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During use on a patient, both drivers stopped working. The patient is deceased.

Manufacturer narrative:
(B)(4). The complaint sample was never returned to teleflex for investigation purposes. Root cause cannot be determined. The complaint cannot be confirmed. A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 08/2009 and is approximately 7.5 years old. The complaint sample was never returned to teleflex for investigation purposes. Root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned.

Event description:
During use on a patient, both drivers stopped working. The patient is deceased.